Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a merlin.net transmission revealed an abnormally short charge time. Performing a capacitor maintenance to confirm the max charge time was recommended. There were no adverse consequences to the patient. No further information is available at this time.